Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during a heart failure sensor implant procedure, the patient continued to cough and developed hemoptysis. While attempting to recalibrate, the patient became unable to tolerate the repositioning so the physician completed the procedure. Post op, the patient was hypotensive and was given norepinephrine. In addition, the patient received coil for distal pseudo aneurysm and was transferred to the ICU. Follow up revealed that the patient has recovered and is now doing well.